Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps component was not operating properly. To resolve the issue, the technician rebooted the cxps. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hexavue custom room rack was flickering. No report of injury.